Event description:
According to the reporter, prior to the laparoscopic promotofixation procedure the balloon disengaged from the trocar/sleeve. To complete the procedure, a new device was used. There was no harm caused to the patient. The customer did not keep the defective device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.